Manufacturer narrative:
No timeouts or drive stalls were seen in the download data. Inspection of the device found no damages or defects that would contribute to the cannula inserting improperly. The cause of the reported event could not be conclusively determined. The fluid path was tested for leaks. No leaks were found. The adhesive welds were observed to be misaligned, indicating that the adhesive pad was incorrectly installed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 450 mg/dl while wearing the pod between 4 and 24 hours. They stated that had some diabetic ketoacidosis (dka) as well. Due to elevated bg levels, patient was unsure if cannula was properly seated in the infusion site (abdomen). They also think the pod was leaking insulin. As treatment, a new pod was applied and water was consumed.